Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. The sample was received assembled with a two-piece connector. Usage residues were observed throughout the sample. The extension tubing markings were completely worn. An attempt to infuse water through the sample using a 12ml syringe revealed the sample to be patent to infusion and aspiration; however, when flushing, a spraying leak was observed in the extension tubing near the white strain-relief sleeve. Microscopic inspection of the leak site revealed a small crescent shaped split. The split exhibited a sharply defined, coarsely striated fracture surface. The split features were consistent with damage caused by contact between the extension tubing and a traumatic instrument. The product instructions for use (IFU) states ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ h3 other text: evaluation findings are in section h11.

Event description:
It was reported that when maintaining the catheter in neurology ICU patient at the PICC dressing change room of the hospital in the afternoon of (B)(6) 2021, obvious fluid leaks occurred during catheter flushing and locking. The extension tubing supplied with the catheter 7617405 (lot. No.: redr1628) was placed one week ago in the patient, who had been in a coma. The catheter placement was completed successfully after the extension tubing was replaced with a separately-packaged one. The operator stated that there were no improper human operations.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of an extension tubing leak is confirmed but the exact cause remains unknown. One photo sample of a 4 fr groshong nxt connector assembly was provided for evaluation. The connector appears to have been assembled with the catheter. The extension tubing appears to show a bead of fluid leaking through the tubing. The damage present on the tubing material could not be clearly inspected from the image. Based on the information provided, possible contributing factors include sharp instrument damage and mechanical damage during handling. Since the characteristics of the damage could not be inspected, the exact cause remains unknown at this time. A lot history review (lhr) of redr1628 showed eight other similar product complaint(s) from this lot number.

Event description:
It was reported that when maintaining the catheter in neurology ICU patient at the PICC dressing change room of the hospital in the afternoon of (B)(6) 2021, obvious fluid leaks occurred during catheter flushing and locking. The extension tubing supplied with the catheter 7617405 (lot. No.: redr1628) was placed one week ago in the patient, who had been in a coma. The catheter placement was completed successfully after the extension tubing was replaced with a separately-packaged one. The operator stated that there were no improper human operations.